Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Visual and functional testing were performed. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. There was not any external damage. There was memory error at startup with constant alarm. The event history log (ehl) could not be downloaded. The reported issue was found to be related to corrupted mainboard, error and constant alarm at startup. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The technician replaced main board.

Event description:
It was reported that the device had flash memory error. No patient injury was reported.